Event description:
Additional information received noting that the patient had started exercising about two weeks after receiving a battery replacement but no trauma was reported. It was noted that a non-absorbable suture (3-0 vicroyl) was used to secure the generator. After the patient started exercising she reported experiencing shocks. During the repositioning surgery, no impedance issues were observed, and all values were in the 2400-2700 ohms range. Per the physician, the surgical intervention was to preclude a serious injury. The patient had x-ray images taken and it was noted that the generator had flipped over with the lead connection inferior, and this was fixed during the surgery and another image was taken afterwards. The generator location could not be assessed due to the limited field of view. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feedthru were confirmed to be intact. As there was no images on the neck region and only a zoomed in image of the generator provided, the strain relief portion could not be assessed. There did not appear to be a portion of the lead that was routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. The generator migrating was confirmed as it was seen to be flipped over in the pre-op image. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and presented with high impedance and was referred for surgery. No known trauma or manipulation was reported. The patient reported pain down her left arm when swiping their magnet. Additional information received noting that the device was check multiple times in pre-op and all resulted in ok impedance values, 2500-2800 ohms. The patient had x-ray images taken and it was noted that the generator had flipped over with the lead connection inferior and this was fixed during the surgery and another image was taken afterwards. MFR. Report# 1644487-2022-01475 captures the generator migration.